Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested and no further information has been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reports itching to lower back when she was discharged from the hospital (B)(6) 2016. She called the surgeon and was told to take over the counter benadryl. The itching subsided until the beginning of (B)(6) 2016 when she developed itching under tape collar and to her back,chest and stomach. She visited her primary care physician on (B)(6) 2016 and was prescribed oral prednisone, levocetirizine, along with topical clobetasol cream to back and chest twice daily. She reports the itching ceased to all areas but continues under tape collar, no rash or change in skin color. She was encouraged to follow-up with a dermatologist if the issue persists. No further details have been provided.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).